Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Trouble shoot was performed. Customer reported physical damage (crack or scratch) on the pump notrelated to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.

Manufacturer narrative:
In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The pump does not meet specs due to the detached battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.